Event description:
It was reported that the ilet displayed persistent restart and factory reset alerts despite multiple restarts, and the user noted a burning smell from the pump motor after disconnecting; the report also indicated no insulin delivery. Symptoms included potential interruption of insulin therapy, though no hypoglycemia, hyperglycemia, injury, or hospitalization was reported. Outcomes included device replacement and interruption of intended insulin delivery. Investigation included review of user-reported alerts and confirmation via a photograph of the on-screen instruction to factory reset. Investigation of this case revealed a suspected device malfunction associated with the pump drive/motor component leading to continued restart prompts and possible motor overheating, consistent with a no-delivery condition. It was concluded, based on previously established findings for similar reports, that the cause was a device malfunction of the pump drive system. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.